Event description:
The user facility reported an impella cp in 58-year-old male patient for mechanical circulatory support. It was reported that while the patient was under impella cp support, the patient experienced ventricular tachycardia (vt) when moving to the intensive care unit (ICU) bed. Additionally, blood work was done and suggested sepsis. No additional information was provided for the treatment of the vt and suspected sepsis. The patient continued support.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07282 was provided.